Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was no longer able to communicate with her ipg using either the programmer or charging system. The patient indicated, she had turned the stimulation off for approximately one year due to illness. Follow-up information identified the patient underwent a surgical procedure to have the ipg explanted and a new ipg implanted. The patient had effective stimulation coverage postoperative.